Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('surgery/stabbing pain after hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have neoplasm malignant ("cancer and other health issue"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the neoplasm malignant outcome was unknown. The reporter considered neoplasm malignant and pelvic pain to be related to essure. The reporter commented: I ended up getting cancer and other health issues. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pelvic pain¿ . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New reporter was added. Event medical device removal pt was updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have neoplasm malignant ("cancer and other health issue"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal and neoplasm malignant outcome was unknown. The reporter considered medical device removal and neoplasm malignant to be related to essure. The reporter commented: I ended up getting cancer and other health issues. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal''. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events cancer and other health issue was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant ("cancer and other health issue") and experienced pelvic pain ("stabbing pain after hysterectomy"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal, neoplasm malignant and pelvic pain outcome was unknown. The reporter considered medical device removal, neoplasm malignant and pelvic pain to be related to essure. The reporter commented: I ended up getting cancer and other health issues. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: stabbing pain. Type of removal surgery added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.